Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, com[promised force sensor system and excessive no delivery test or verify failed battery alert and excessive no delivery alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump was rejected new batteries and received unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.